Manufacturer narrative:
The type of event is addressed in the above labeling.

Event description:
Per the audiologist, the patient underwent a two stage surgery, in 2008, (dates not reported) to implant a primary and a sleeper flange fixture. Three weeks after the second stage surgery, the surgeon reported the abutment was "loose". While in the or to fix the abutment, both the flange fixture and the abutment fell out. The surgeon reported that the bone around the abutment was very soft, he could "scoop it out". The surgeon attached a new abutment on the sleeper fixture and placed a second "sleeper" fixture during the same surgery.